Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Event description:
(B) (4)

Event description:
It was reported that telemetry could not be established and there was no magnet response. It was also noted that the programming seemed incorrect. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed the device pacing at eri and confirmed it had no telemetry. The root cause of the confirmed high current drain and no telemetry conditions could not be determined because the condition disappeared during analysis.